Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded 9.4 cm to 9.5 cm, 13.7 cm to 14.3 cm and 17.5 cm to 18.0 cm from the connector pin. The proximal coil was exposed, the abrasions were due to friction with the device can and other devices implanted.